Event description:
Related manufacturer reference number: 1627487-2024-12149. It was reported during a surgical procedure on (B)(6) 2024, the physician damaged the leads while replacing the ipg. Surgical intervention may be pending to address lead issues.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which the damaged leads were explanted and replaced. Therapy was restored post-op.